Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was replaced with a longer length lens. The initial lens was implanted, removed and replaced intraoperatively. This resolved the problem. Cause of the event was reported as other.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).